Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience pro is currently not commercially available in the us.

Manufacturer narrative:
(B)(4). Correction - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the vessel was heavily tortuous and heavily calcified. During the procedure a 2.5 x 12 mm and a 3.0 x 12 mm xience pro could not cross the lesion. The 2.5 x 12 mm xience pro was easily removed; however, there was resistance with the anatomy when removing the 3.0 x 12 xience pro and a stent strut was bent. The procedure was completed with a non-abbott stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.